Event description:
It was reported that the lower probe of the ultrasonic surgical device broke inside a patient and was retrieved during a therapeutic laparoscopy procedure. The procedure was delayed by 5 minutes and completed using another device. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus, but it is expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was an oesohageal surgery when the thunderbeat blade broke inside the patient. The error messages noted were u508 , u512, u504. No prolongation of hospitalization and no adverse consequences noted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. The device was returned to olympus and on visual inspection the probe was broken around the outer pipe and there were scratches on the probe. It was found that the fracture started from the origin of the crack on the probe. The distal end of the item was inspected under a microscope and detected no scratches or contact marks at the non-insulated area of the grasping section. The tissue pad was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event (broken probe) could not be determined. However, the incident likely occurred by the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes a correction to d4 (lot number) and g2 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.